Event description:
It was stated that the customer was hospitalized for high blood glucose levels of 640 mg/dl. It was stated that the customer was also vomiting. Prior to the hospitalization, it was stated that the customer did not change the infusion set to treat for the high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.